Manufacturer narrative:
A2: age at time of event - 60s. Device eval by MFR: the returned device consisted of a 2.4mm jetstream catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no shaft damage. Functional analysis was done by completing the setup procedure per the instructions for use (IFU). The device primed and the blades rotated as designed. Aspiration testing of the device was done per the test procedure using a 100ml beaker of water. Test results showed that this device did perform as designed per the test procedure specification sheet. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the device stopped aspirating. A 2.4/3.4mm jetstream xc was selected for use in an atherectomy procedure in the totally occluded superficial femoral artery (sfa). During the procedure, the device stopped aspirating. No error messages were observed, but fluid was not going to the waste bag. The device was exchanged, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event - (B)(6).

Event description:
It was reported that the device stopped aspirating. A 2.4/3.4mm jetstream xc was selected for use in an atherectomy procedure in the totally occluded superficial femoral artery (sfa). During the procedure, the device stopped aspirating. No error messages were observed, but fluid was not going to the waste bag. The device was exchanged, and the procedure was completed. No patient complications were reported.